Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the left ventricular lead exhibited loss of capture and a change in pacing lead impedance. Chest x-ray confirmed the dislodgement of the lead. The patient was scheduled for lead repositioning procedure. During the procedure it was unable to pass the guidewire down the lead so it could not be repositioned. The lead was explanted and replaced on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.